Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the issue began on the day of the report. An implantable neurostimulator (ins) overdischarge was suspected. It was noted that the last time the patient felt stimulation was the day prior to the report. It was noted that the patient turned the stimulation off successfully on the morning of the report. Since then, the patient had been seeing the poor communication screen on her programmer. The last successful recharging session was 1 to 2 months prior to the report. It was noted that the patient usually kept her stimulation turned down low and charged it once it hit the 25% mark. The patient attempted to sync with the programmer and to turn the stimulation off with the programmer and saw the poor communication screen. Additional information received reported that the ac adaptor connector was loose. Anomaly appears to have occurred through product use. No patient harm was reported. Additional information received reported that a coupling issue was reported. It was noted that a max of 2 bars was seen after implant. It was noted that the implantable neurostimulator (ins) was placed deep. It was noted that it was unknown if anyone checked for a flipped battery. It was noted that a 60 minute countdown in the office was performed by the manufacturing representative and the patient was sent home for an addition. It was noted that no communication was ever seen with the ins and nothing further was done. It was noted that the patient wanted a primary cell battery as a replacement. It was noted that the patient had low settings. Additional information received reported that the overdischarge was confirmed. It was unknown how long the battery was dead. The patient was implanted on (B)(6) 2013. It was noted that the patient was scheduled for a replacement on (B)(6) 2014 to get a non-rechargeable device. Additional information received reported that the device had not been replaced as of (B)(6) 2014. It was noted that they were still working on getting it replaced, but was unable to due to insurance issues. The manufacturing representative had spent 9 hours over the last couple of weeks trying to bring the battery back to life. It was noted that the battery was too deep or it had flipped. Additional information received reported that the replacement would take place on (B)(6) 2014. Additional information received reported that the device was too deep and the implantable neurostimulator (ins) was replaced. The patient was receiving effective therapy at the time of the report. **please see manufacturer report # 3004209178-2014-13897 for information on the patient's concomitant product.